Event description:
It was reported that the device was used during a colon resection. It was reported by the rep that the surgeon reported on a second firing of the tlc55, the firing knob only went partially fired and stopped or locked out. He completed the case with another tlc55. There was no consequence to the pt.